Event description:
Alleged infection with cellulitis. Follow-up findings: etiology unknown.

Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of these alleged events, found the device to be intact and functional. There is no indication of device non-conformance or failure associated with these events. It was reported by the physician that the culture results indicate pseudomonas aeruginosa. This organism has not been seen as an environmental isolate from the mcghan medical mfg environment. The infection reported in this case is not related to the sterilization methods or the mfg environment at mcghan medical. The potential for infection and cellulitis to occur is addressed in the labeling and are known procedural and or physiological complications associated with this type and any type of surgery.